Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for call was to get MRI information. The caller indicated that the remote will not connect to the ins. The remote displays the poor communication icon when they try to connect. They were attempting to connect to the ins using the remote with the antenna connected. During the all they attempted to disconnect the antenna and use the remote directly over the implant. The caller indicated that they continued to get the poor communication icon. The troubleshooting steps that were taken on the call did not resolve the issue. Tss reviewed MRI information. Additional information was received from the patient. When asked about the cause of the poor communication they stated that they were not sure but they had a nasty fall and though it caused the issue. They stated that it had never completely worked but that they think the fall had affected it. This issue had not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.